Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from november 15, 2019 - november 18, 2019. H10: the actual device was received for evaluation. A visual inspection was performed a blue winged cap was securely attached to the luer. No signs of separation or loose were observed between the blue winged cap and the white luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported conditions were not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that connection between the luer adapter of a small volume infusor and the catheter "came off" during patient infusion. It was further reported that when the connection was made again, the liquid did not flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.